Event description:
Customer reported receiving a reading of 379 mg/dl while not feeling well after which three units of insulin (humalog) were administered. Customer continued to feel unwell and lost consciousness. Paramedics were called and provided icing to raise customer's glucose levels. Glucose readings from the paramedics were not provided. Testing was conducted on the fingers.